Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion occurred and it took several minutes to deliver insulin ("slow pump times"). There was no reported impact to blood glucose. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.